Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during bolus delivery. The customer's blood glucose was 400 mg/dl. Customer stated she did have an MRI done but she couldn't recall if she removed the device. Displacement test was performed and the device passed. Manual prime/fill was performed and the alarm didn't reoccur. Customer was advised to monitor the device. The device is not returning for analysis.